Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa immunoassay results for 1 patient plasma sample on a cobas e 801 analytical unit. The initial total psa result was 0.17 ng/ml. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 13.80 ng/ml. The repeat result was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found that the procell line was dirty and cleaned it with a bleach solution. A precision test was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.